Manufacturer narrative:
Catalog number; potential numbers sg3+2125, sg3+2125, and sg3+2051. Lot number: potential lots 180914d, 181120d, and 190205c. Expiration date - potential dates 08/31/2023, 10/31/2023, and 01/31/2024 UDI: potential lots: (B)(4). Implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date: potential dates 09/14/2018, 11/20/2018, and 02/05/2019. Occupation - qa specialist ii. The actual device was not returned to the manufacturing facility for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Verification of retention samples showed no similar defect or other defects visually that might lead to the complaint, and 3pcs retention samples passed functional test through resistance to breakage test. Simulation of retention sample through normal aspiration also showed no encountered tilting/bending of cannula that could lead to broken cannula. Verification of lot history file revealed no nonconformity encountered during production of the lot and passed series of inspections for visual, dimensional, and functional test. (B)(4).

Event description:
The user facility reported that the pharmacy technician report that the patient gets a risperdal consta 50mg 2ml every other week. The technician reports the doctor reconstituted the medication and put the cap on. When the patient came into the office to receive medication the doctor took the cap off, the needle came off, and broke. The patient was unable to receive his medication, and missed his dose.